Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post-deployment, the patient presented for filter removal procedure. A micropuncture needle was utilized to cannulate the internal jugular vein and a 4-french catheter was delivered. This was upsized to a 5-french sheath and then a glidewire and glide catheter was utilized to deliver the glide catheter into the inferior vena cava distal to the vena cava filter without difficulty. A marking pigtail catheter was then delivered into the vena cava distal to the vena cava filter and an inferior venacavogram was performed. This did not demonstrate a thrombus within the filter and therefore an amplatz wire was passed through the pigtail catheter and the pigtail was removed. The 5-french sheath was removed, and the tract was then dilated with a 12-french dilator. The bard filter retrieval coaxial 9 and 11-french sheaths were then delivered into the vena cava under fluoroscopic guidance to within 3 cm of the tip of the filter. Next, a bard wire retrieval unit was passed into the vena cava and utilized to attempt the snaring of the filter. This appeared to bounce off the tip of the filter. An amplatz wire was then passed coaxially along through the sheaths into the left common iliac vein in an effort to direct the sheath to the level of the hook on the tip of the filter. Numerous attempts to snare the hook were unsuccessful. Passage of an sos catheter distally in an attempt to break adhesions between the vena caval wall and the tip of the filter were unsuccessful. Care was taken to avoid damaging any of the struts of the filter. Once it became clear that the filter could not be removed the guidewires and sheaths were removed, and the pressure was held per standard protocol. The vena cava filter was widely patent and appeared to be positioned upright without any tilt. The vena cava filter did not appear to have any thrombus within its struts. Unsuccessful attempted retrieval of denali vena cava filter. Therefore, the investigation is confirmed for retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and catheter but were unsuccessful due to adhesion of the tip of the filter to the inferior vena cava wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 11/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that the filter hook was embedded in the caval wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with left lower extremity edema, left deep vein thrombosis (dvt) and a large uterine fibroid mass compressing the iliac venous system was scheduled for placement of an inferior vena cava filter, thrombolysis and stenting of the left iliac venous system. The right internal jugular vein was accessed percutaneously and a venacavogram performed demonstrated the origin of the renal veins. The filter was then deployed without difficulty. Post deployment venacavogram demonstrated the filter in excellent placement and wide patency of the vena cava. Following deployment of the filter, pharmacomechanical thrombolysis of the left iliofemoral dvt and stenting of the left common and external iliac vein were successfully performed. The patient was in satisfactory condition at the conclusion of the procedure. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that allegedly the filter hook was embedded in the caval wall and an attempt to retrieve the filter was unsuccessful. There was no reported patient injury.